Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device required calibration/repair. Per reporter, the device infused too early. There was unknown patient involvement.

Manufacturer narrative:
One device was for repair with complaint of over delivery. Visual inspection found the downstream occlusion (dso) seal was peeled/delaminated. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event history showed high alarm displayed: downstream occlusion. Dso sensor was replaced as a preventative measure due to the related error codes. The customer's reported problem, repair infuse too early, was verified by accuracy testing. The cause of the over-infusion is an over delivery expulsor. The expulsor was replaced to correct the issue.